Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 noted during test. Pump received with scratched case, pillowing keypad overlay, texture damage on the keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.